Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided at time of report.

Event description:
The customer stated 24 mx40s were showing no data. Due to a network issue the devices were not connecting to the central station. No patients were harmed and the systemwas down for approximately 2 hrs. 7 mins.